Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The locking head can be moved up and down the device. The root cause of this device failure can be traced back to the needle removal on this device, which resulted in an increased cross section. As the increased cross section was pushed into the locking head, the locking feature was permanently deformed so no locking could take place. The slight deformation could have also prevented the locking of the device if the needle could not have been removed through twisting. The user of this device damaged the locking feature by inserting the twisted end into the locking head. As per the systems technique guide, the needle has to be removed by cutting them off the device with the cutter provided. The complaint was determined to be indeterminate.

Event description:
The locking mechanism does not work. Closure can be pushed back and forth. Found intra-operative and the implant was removed. No further incidents, no second surgery. This is 1 of 1 report for this complaint (B)(4).